Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported PICC tube was placed in the right arm for infusion treatment. Blood returned was found after the placement, but the flushing tube was not smooth, so the patient was immediately treated by bedside x-ray. At 17:00 on 08-04, the nurse tried to withdraw the distance of the PICC catheter, but it was still blocked, and the catheter was cleared after replacement. There were no adverse outcomes.